Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs), and approximately two days after start of the support, the patient had runs of supraventricular and ventricular tachycardia. The impella cp device was repositioned under echocardiogram and pulled back to 3.9 centimeters from 4.3 centimeters. The inlet was within mid-ventricular space. The next day, the patient experienced atrial fibrillation with rapid ventricular response, was converted with aminodarone bolus. The patient continued on impella mcs. Following, some days later, plans were made and executed upon to remove the impella cp due to low platelet count (thrombocytopenia). The patient remained hospitalized for further post-op recovery and was noted to be in stable condition.

Manufacturer narrative:
The investigation of vf/vt/af/at, positioning issues, and thrombocytopenia has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.